Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported,that it was noticed thatthe scope had dark image. Follow up attempts did not reveal any further information regarding the procedure date, how the procedure was completed and when the malfunction was identified. The hospital did not report any patient effect.